Event description:
It was reported that during a sleeve gastrectomy procedure, after three good fires with the device (2 green and 1 gold reload), creating the stomach sleeve, a new gold reload inserted into the jaws, the jaws were close on the stomach and waited for 15 seconds before firing. There was a strange feeling while squeezing the fire handle (that's what the surgeon described), the staples did not form well (some stayed open, no b shape) and there was no cutting at all. After changing to green reload and firing again with the same instrument, the fire was okay and the cutline was good. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that one cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.